Event description:
Customer applied the device the morning of (B)(6) 2012 and then went running. When she returned home she noticed that her blood glucose was rising. When it reached 358 mg/dl she removed the device and found the skin had not been broken and the cannula was bent.

Manufacturer narrative:
The device was not returned for eval. We are unable to confirm the reported malfunction. The customer reported that the cannula had not been properly inserted under the skin of the infusion site. This condition would interrupt insulin delivery and contribute to hyperglycemia. Qualification records for the product lot were reviewed and all acceptance criteria were met. The omnipod user¿s guide warns ¿check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hours after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result,¿ and ¿test results greater than 250 mg/dl means high blood glucose (hyperglycemia).¿